Event description:
Interrupted telemetry was followed by a warning message stating that no programming possible, also stated device at eri and is operating in safety mode. Reset ineffective. Explant being scheduled. 02/06 device has been returned by rep. Oos report states, "during software update device went eos and was not programmable."

Event description:
Interrrupted telemetry was followed by a warning message stating that no programming possible, also states device at eri and is operating insafety mode reset ineffective. Explant being scheduled. 02/03/2006 device has beenreturned by representative. Oos report states, "during software update device went eos and was not programmable."